Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. The patient has a history of cerebral vascular accident, peripheral vascular disease, chronic obstructive pulmonary disease, and hypertension. The diameter of the proximal non-aneurysmal aortic neck measured 18-20mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal neck measured 165mm. Iliac vessel morphology is unknown. It was reported that the stent graft deployed without difficulty, however the runners pulled the graft down a little; therefore, the physician "supported the graft" and placed an aortic extender cuff. It was reported that the "final picture was beautiful" and successful outcome with exclusion of the aneurysm was achieved. No additional clinical sequelae were reported and the patient is fine.